Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At the 45-day follow-up, computed tomography (CT) was performed which revealed a well seated 31mm watchman flx pro closure device with a thrombus attached. There was no peri-device leak. The patient was on plavix and aspirin and has now been advised to continue these medications with the possibility of going back on oral anticoagulation and repeat CT scan in 3 months.